Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as tight chest and was admitted at sacred heart hospital where was treated for diabetic ketoacidosis (dka) high blood glucose. Patient was in the hospital (B)(6), value when admitted to hospital was over 600 mg/dl, current blood glucose 88 mg/dl. Patient contact his health care professional dr. Michael teclaw the high blood glucose. Troubleshooting was performed but inconclusive. During his first visit to the hospital they changed him from mio to sure-t. The device will not return for analysis.